Event description:
The pump began a series of company biomedical testing in 2009. In the next day after being plugged in for over 24 hours, it was noted that the battery icon was only registering 3/4 full. This persisted. At about 2 days later, the pump was not showing a battery icon on the lcd screen. When the pump was unplugged from the power cord, it would automatically power down. Pump did pass initial operational function tests.